Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with afapro28 balloon catheter with lot 86316 without any issue on the date of the event. Multiple 50005 and 50006 system notices were confirmed on the date of the event after using the above catheter. In conclusion, the reported system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ and #50006 ¿the safety system has detected blood in the catheter handle and stopped the injection and disabled the vacuum¿ were confirmed through data analysis. The clinical event (myocardial infarction) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product is expected to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received indicating that the safety system detected blood in the catheter. Blood was found in the coaxial umbilical cable. It was then reported that the patient experienced a myocardial infarction as indicated on the electrocardiogram (ECG). The case was aborted. The patient was resuscitated, intubated, and put under a respirator. The patient fully recovered after two days and was able to leave after a five day stay at the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro20 balloon catheter with lot number 86316 was returned and analyzed. Visual inspection showed traces of blood within the inner balloon. The smart chip verification showed that the catheter was used for six applications on date of event. The catheter was connected to the console as received, and system notice 50005 indicating a leak detection was received upon connection. The pressure test of the catheter showed a leak though the tip. Dissection and pressure tests did not show any issue with inner and outer balloons. Further analysis showed a guide wire lumen kink, twist and breach within the balloon segment. There was no broken or lifted wires observed. In conclusion, the balloon catheter failed the returned product inspection due to system notice 50005 and traces of blood within the inner balloon as result of guide wire lumen kink, twist and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, changes on the patient's electrocardiogram (ECG) looked similar to changes consistent with a myocardial infarction. The patient was experiencing symptoms related to the coronary and cerebral vessels. The symptoms resolved but the patient was intubated and placed on a ventilator. The case was aborted. A couple days later the patient was removed from the equipment and was discharged after five days with no symptoms. No further patient complications have been reported as a result of this event.